Event description:
The customer reported to olympus that the flex video scope nozzle was clogged. The issue was found during preparation for use in an unknown diagnostic procedure and the procedure was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the control section had foreign objects. The bending section cover's adhesive had a crack, and there was a white-clouded area on the adhesive. Due to nozzle clogging, the air supply volume did not meet the standard value. Also, the water supply volume and water removal ability didn't meet the standard values due to nozzle clogging. The suction cylinder had been scraped with a cleaning brush, resulting in damage or deformation due to physical stress. There were white-clouded areas around the objective lens adhesives and the light guide lens adhesives. Additionally, the adhesive around the light guide lens had a scratch, and the plastic distal end cover had a dent. The connecting tube had a scratch. The forceps channel port, suction-cylinder, switch 1, and connecting tube also showed signs of wear, with the plastic distal end cover having a dent. The investigation is ongoing and the follow-up with the user-facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields :b5. Correction to information provided in g3 of the initial medwatch report: the customer's original complaint will not cause or contribute to death or serious injury if the malfunction was to recur. Olympus became aware of reportable malfunction noted in b5 on 21dec2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The reprocessing status was unable to be confirmed since information about it was unavailable. The foreign material residue point was confirmed to have been free from deformation. Based on the results of the investigation, the root cause of the foreign material remaining in the device was not identified. The event can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, foreign objects were observed in the nozzle. This report was submitted to report the malfunction found during device evaluation. There were no reports of patient harm.